Event description:
During product evaluation, failure code 16:310 was found in the pump's event history. It is unknown when this occurred or if there was any patient injury or medical intervention necessary. No additional information is available.